Event description:
While setting up for a case, it was noted that the sterile peel pack on the graft filter was not sealed. The filter was not used during the surgery.

Manufacturer narrative:
Product was returned in 3 pieces (filter, lid with tube after filter housing) in a sealed poly bag (non-sterile). No sterile peel back was returned for eval. Review of mfg records has been requested.

Manufacturer narrative:
(B)(4): the device history records review indicated no issues that would contribute to this complaint condition. (B)(4): placeholder.